Event description:
The customer reports one patient sample generating a falsely decreased clin chem calcium assay result when tested on an architect c16000 analyzer. An initial result of 0.98 mmol/l retested at 2.34 mmol/l. No suspect results were reported from the lab with no patient impact.

Manufacturer narrative:
A specific cause for the discrepant low calcium result was not identified. Probable causes that cannot be ruled out include sample integrity related issues and work performed by abbott field service. On site troubleshooting was performed on several occasions with the r1a probe and reagent syringe o-rings being replaced. Several other hardware items were replaced to optimize system performance. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect clin chem calcium assay package insert provide information to address the current customer issue. There is insufficient information to reasonably indicate a malfunction caused the discrepant result. The device performs as expected when properly maintained. A deficiency of the architect c16000, serial number (B)(4) was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).